Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance was slowly increasing along with the right ventricle threshold on the right ventricular (rv) lead. High impedance and high threshold was identified. Due to the patient's third degree heart block and slow ventricular response the physician deemed it necessary to cap the rv lead and replace. Subclavian crush is suspected. No patient complications have been reported as a result of this event.